Event description:
The user reported that the dialysis catheter needed to be replaced a few days after implantation as there was no flow through the catheter. No visible defects were noticed by the user after the catheter was removed from the pt. After some difficulty in placing a new catheter, a competitor's dialysis catheter was placed over an 0.035 stiff glide wire. The same pt came back six days later as the competitor's dialysis catheter had also stopped working. The physician removed the catheter and attempted to remove any possible obstructions from the superior vena cava. The physician stated that the pt must have some anatomical anomaly that is causing the catheters to fail prematurely. A new centros dialysis catheter was placed over a glidewire with no further issues. The user did not provide a lot number. The implantation date provided in this report is an estimate as the user did not provide a specific date of implantation. No harm or injury was reported.

Manufacturer narrative:
Device eval: the eval has not been completed. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A f/u report will be submitted when the eval has been completed.